Event description:
It was reported via clinical affairs that a patient experienced rapid atrial fibrillation (120-140), post implantation of an edwards bioprosthetic aortic valve. Patient was given medication and cardioverted to treat the event. No device malfunction reported.

Manufacturer narrative:
Serial number was provided. The DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance.

Manufacturer narrative:
Atrial fibrillation (af) is a common arrhythmia in patients undergoing valve replacement. It is a common pre-existing condition, can be associated with the procedure, or can be a progression of the patient's disease at some point in the post-operative period. It is often transient and does not require intervention. In some cases, it can adversely affect cardiac output and will require intervention, particularly in patients with limited cardiac reserve. Although a well-recognized complication of heart surgery, it is typically not related to the device, but the procedure or underlying cardiac disease.